Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Two unidentified leads were reported in this event, a right ventricular high voltage lead and a left ventricular lead. Both leads exhibited high impedance. Neither lead was reported with lot numbers or serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the ventricular lead had high lead impedance. The status of the lead is unknown and was not reported. No patient complications have been reported as a result of this event.